Manufacturer narrative:
The philips remote service engineer (rse) performed remote troubleshooting and was able to confirm the visual alarm text is displayed, but there is no sound. The sound output is set to the external speaker and the sound is not muted. The customer was unable to check to see if the speaker was connected while on the call. The customer was to check and call back; however, no further information was provided. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer, did not provide additional information.

Event description:
Philips received a complaint on the patient information center ix indicating that they are not getting audio alarms. The device was in use on patient at time of event, there was no adverse event reported.